Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis as follows: call service alarms were verified in the black box and history. A call service alarm occurred during the rewind step for which product analysis was unable to complete failed steps due to the alarm. The pump was opened and removed from the case and corrosion was observed under the motor flex connector and surrounding components.